Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in mildly tortuous and severely calcified iliac artery. A 7.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. The device was inflated twice. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically in the middle part. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.